Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the preventative maintenance dating and volume testing off. There was unknown patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device failed accuracy testing. The probable root cause was determined to be the expulsor assembly. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.